Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, upon review of the session records, pause episodes of undersensing was observed. Upon review of the pause episodes it was discussed that this was due to false pause episodes due to loss of electrode contact in the pocket. The patient will continue to be monitored with regular follow up. Patient was stable.